Event description:
It was reported that there was an alarm, and the attention dialogue box noted "pump in safe state", "reset occurred". Review of the logs showed multiple low battery resets. The patient experienced some unspecified withdrawal symptoms. The pump was replaced. The patient recovered without sequela. The drug contained in the pump was not reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.